Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma at the device implant site. Additionally, it was reported that the incision took a long time to heal and bled continually for 41 days post implant. The patient had to be brought back in for evaluation. It was unknown if any actions were taken as a result of the bleeding, however, the wound did eventually heal and the bleeding stopped. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that no interventions were undertaken as a result of the hematoma and the physician monitored the patient until it resolved on its own.